Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) therapy was admitted to the hospital due to a recurrence of parkinsons disease symptoms, attributed to a depleted implantable pulse generator (ipg). The ipg was recharged, therapy was resumed, and the patient received appropriate medication. The patient remains hospitalized as the event is ongoing.

Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) therapy was admitted to the hospital due to a recurrence of parkinsons disease symptoms, attributed to a depleted implantable pulse generator (ipg). The ipg was recharged, therapy was resumed, and the patient received appropriate medication. The patient remains hospitalized as the event is ongoing.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.